Event description:
I had lasik eye surgery and have had complications ever since. I have since been diagnosed with neurotrophic keratitis, which is a rare disease that I will have complications from for the rest of my life. I would have never had this surgery if I had known how dangerous the outcome could be. My eyes are extremely dry and my vision is often blurry. I have trouble reading things clearly. It has become very expensive to treat as well. It has also done severe emotional and psychological damage which also affects my physical health.